Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system message was displayed indicating loose tip during calibration for cataract surgery with intra ocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient harm. This report pertains to phacoemulsification tip involved.

Manufacturer narrative:
One opened phacoemulsification tip taped to a gauze, in a tray was received for the report. Sample was visually inspected and found to be conforming, wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed on threads and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for visual and functional testing associated with the reported event; therefore, system message was displayed was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specifications. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).